Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07699. It was reported that the patient presented with erosion due to a competitor device. During the explant procedure, the physician was unable to explant the right atrial (ra) lead and had difficulty removing the right ventricular (rv) lead. The rv lead was removed in pieces and the ra lead was capped during the same procedure on (B)(6) 2021. The patient was stable before, during and after the procedure. The patient presented to the clinic again on (B)(6) 2021 and the ra lead was successfully explanted. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.